Event description:
It was reported that the stenoscope system had poor image quality. The left monitor was dark, the right monitor was grainy, and the images from the printer were distorted. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.